Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a portex® bivona® adult tts¿ tracheostomy tube inflation line was found broken while inspecting the patient's status. This incident was observed after 5 days of use. No patient injury was reported.

Manufacturer narrative:
One portex® bivona® 7.0mm tts¿ tracheostomy tube was returned for investigation. Visual inspection of the returned device observed that the inflation balloon was not attached to the airway line. The airway line appeared to be pulled away from the balloon. Investigation was unable to determine the root cause of the airway line detachment.

Event description:
It was further reported that the inflation line break was observed spontaneously by hospital personnel. After discovery of the reported issue, the tracheostomy tube was replaced. The event occurred during the initial use of the tracheostomy tube and the device cuff was filled with sterile water. No patient injury occurred.